Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 674 mg/dl. Contact alleged there was a deficiency in the infusion set tubing; however, after changing the infusion set and cartridge twice, bg did not lower. Contact alleged customer was not receiving insulin. Ketones were large and considered as being dangerous by a healthcare provider. Customer went to the emergency room and was admitted to the hospital. Customer treated with intravenous insulin, electrolytes and was discharged on 08/12/2018 with bg/ketones resolved. Tandem clinical diabetes specialist followed up with the contact. Customer's bg was improved and reportedly, a healthcare provider adjusted the pump insulin doses.